Event description:
The hospital reported that during an ablation procedure, the patient suffered a tear of the inferior vena cava. It is believed that the angle at which the surgeon approached may have caused the heart to lift up and away from the vena cava, causing a tear. The surgeon in the procedure did not associate the event with any failure of the device. The inferior vena cava was repaired with sutures and pledgets. Patient was being weaned off the bypass machine. Ablation case was not completed. Status of patient at this time was serious, but stable. On 5/15/07, additional information was obtained, the patient passed away.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for evaluation, it will be difficult to confirm the reported problem. A lhr review cannot be performed because the lot number was not provided.